Event description:
During the insertion of the catheter into an internal jugular vein, the sheath valve was snapped and the peel-away commenced. The white portion of the sheath began to split unevenly just distal to the blue winged valve, and it tore apart before the entire sheath was removed from the vein. The physician was ultimately able to remove the remaining portion of the entire sheath. There were no adverse event to the patient and the procedure was completed.

Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. Two samples of the reported lot were returned for evaluation. Product arrived in an unopened pouch. A visual inspection found no visible anomalies. Sheath was split in half even with no issues; therefore, the reported condition is not confirmed. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were found. The root cause could not be determined.